Manufacturer narrative:
The erbe esu was returned and thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Since no issues were found with the returned equipment, the account will be advised to evaluate or have an evaluation performed on all of the involved accessories (i.e., footswitch, active cable, instrument, etc.) To ensure that they are functioning properly. Most likely, there were many factors involved in the reported incident. However, no conclusive determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work is being planned with the medical staff at the hospital on 11/08/2017. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. An endoscopic mucosal resection (emr) was performed to remove a polyp. The settings were auto cut, effect 3, 200 watts as well as forced coag mode, effect 2, 25 watts. After lifting the polyp, there was difficulty in cutting it with the snare wire. The esu sounded like it was functioning properly but "there was no smoke, just a white mark". A "transmural burn" was suspected and the patient was warned about possible complications. The patient returned the next afternoon with severe abdominal pain on the right side. No "air under the diaphragm" was detected but air in the wall was found which is consistent with a transmural burn and micro-perforation. There was concern regarding the integrity of the wall in that area; therefore, a bowel resection was performed to address the issue. The patient is doing well and was discharged from the hospital on (B)(6) 2017.